Event description:
It was reported that the patient experienced high blood glucose of 344 mg dl due to a bent cannula and air bubbles in the reservoir on the first day of insertion which was treated using insulin pens on (B)(6) 2026.

Manufacturer narrative:
E 1: (B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.